Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing tamper seal. Functional testing was unable to duplicate the reported problem. The pumps downstream occlusion (dso) and upstream occlusion (uso) sensor was tested and was found to be functioning properly. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump gave an occasional upstream alarm and could not recognize the cassette. On (B)(6) 2024, they were informed by telephone that the pump had triggered an alarm. The nursing staff indicates that the pump should be in a constant alarm state, and it should not be able to operate normally. The event occurred during infusion.